Event description:
Patient's spouse reports the patient has been experiencing constant leg spasms. Spouse confirms they reported this to the patient's primary care provider (pcp) & the patient recently got prescribed baclofen to manage. Spouse also reports an "injection cap" being crushed & not knowing what to do with it. Registered pharmacist (rph) advised spouse to discuss with their clinical nurse specialists (cnss) & let the pharmacy know if they are still unable to resolve. Spouse also asking about "bubbles forming in the reservoir". Registered pharmacist (rph) advised that as long as the cassette is being primed with each change & there is no alert message on the pump, that it is okay. No additional info, details, or dates available. This is a continuous infusion. Set flow rate & volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking information is not applicable as no pump issue was reported. Photographs were not provided. IV remodulin pt via cadd solis pump; 40ng/kg/min. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual product available for investigation? Yes. Did pharmacy replace product? Yes. Did the pt have a backup product they were able to switch to? Yes. Was the pt able to successfully continue their therapy? Yes. Is the therapy life-sustaining? -yes. What is the outcome of the event? Resolved. Cassette lot number is unknown.